Event description:
A report was received that the patient has not been able to charge the ipg. It was noted that the ipg would not turn on and would not connect to the remote control. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient has not been able to charge the ipg. It was noted that the ipg would not turn on and would not connect to the remote control. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.